Event description:
It was reported by service report that the bed would not work. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Fowler angle sensor.